Event description:
The elective replacement indicator was activated after approximately 56 months of use. A longevity estimate of battery life showed that the pump should have lasted greater than 72 months. The pump was replaced at about the end of the elective replacement indicator period. There was no patient injury associated with the event. The patient status after surgery was reported as 'recovered without sequela.'

Manufacturer narrative:
The pump was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete. The device is included in the medical device safety alert, model 8637 synchromed ii implantable drug infusion pump battery performance, physician communication (2009).